Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a roux-en-y procedure, on the 8th or 9th firing of the device, there was a complete cut but only a partial staple line. There were no staples on the distal half of the staple line, there were however, b-shaped staples on the proximal half. It is unknown if the device was fired across staple line(s). No buttressing material was used. The device was rinsed & inspected between uses. There were no other issues with the previous firings. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.